Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was post-paced t-wave oversensing on the device. No intervention has been conducted at this time. The patient experienced no consequences and will continue to be monitored.

Event description:
Additional information received indicating that the event was noted during a remote follow up.

Manufacturer narrative:
Additional information: b5.

Event description:
Additional information received indicating that device reprogramming has been conducted to resolve the event. There were no known patient consequences.